Manufacturer narrative:
(B)(4).

Event description:
The customer alleged out patients ordering system issue ¿ it does not copy the prescription as rev h did, it creates an order for everything with search criteria in it. There was no report of any adverse event or patient harm.